Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2019-00177 under the same suspect medical device but an incorrect manufacturer name, city and state. The field service engineer (fse) performed troubleshooting and diagnostic checks on the architect i2000sr serial number (B)(4), however no parts were replaced. The i2000sr analyzer is the likely cause. A review of the analyzer service history revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of the architect system operations manual found labeling to be adequate for the complaint issue. A review of the i2000sr tracking and trending did not identify any trends for the complaint issue. Based on the investigation no systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer observed a false positive architect total b-hcg for 1 sample. The following data was provided: (B)(6) 2019 sid (B)(6) initial result = 423.02 iu/l (positive), repeat result = <1.2 iu/l (negative). No impact to patient management was reported.